Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: service needed alarm at power up. No patient harm/infusion stoppage reported. A preliminary review of the logs identified the following issue: pneumatic valve actuation failure (valve 6). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a "service needed" alarm at power up. Mock infusion was performed with no error. The log files indicated a valve actuation failure (valve 6). Valve 6 will be removed and replaced during the repair process. No other problems found.